Manufacturer narrative:
Exact date unknown, event occurred week of september first. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of infection was drainage that was noted at the battery site. The physician believed that the infection was not procedure related. The patient was placed on antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.